Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-12-20 09:14:34 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis information -- 2019-12-20 09:15:54 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Concomitant medical products: product ID 3889-28, lot# va16ur2, implanted: (B)(6) 2016, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# va16ur2 , implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient complained of pain at the ins and lead site so the hcp removed the system per the patient's request. The hcp noted the experienced pain occurred even after the device was turned off. It was the hcp's feeling that the pain was not coming from the ins or lead. The environmental/external/patient factors that may have led or contributed to the issue are not known. No diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.